Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. While moving from the parking position, the zeego lowered approximating 15 centimeters before the emergency brake engaged. After a system reboot the system continued to operate normally. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a non-conformity a communication issue within the kuka robot control pc. The log file analysis shows that after boot up of the system at 7:47:47, a synchronization error of the drive bus control board dse ibs (mfc3-tech board) occurred and didn't resolve. When stand control movement was initiated; the safety circuit activated to prevent further errors and stopped the movement immediately with the corresponding fast axis stop. This braking reaction in the designated movement path results in the shaking of the c-arm with deflection <5 cm. This shaking might have given the impression of a drop and might have been misinterpreted by the user. With the axis error; persisting automatic stand movement is prohibited by the system. After a power cycle the system recovered and the issue did not recur and the user continued the procedure. The robot power supply (kps60) was replaced three days later as a precautionary measure. The manufacturer is not considering further actions based on this nonsystematic event.